Event description:
A cranial surgery for a laser interstitial thermal therapy (litt) for an ablation of a tumor, located right temporal supratentorial ca. 90mm deep in the brain and with a size of ca. 16x11mm, has been performed with the aid of the brainlab cranial navigation software version 3.1. Placement of a laser fiber was intended, with a biopsy of the tumor beforehand with the same path.a pre-operative CT scan was acquired 4 days before the surgery to register the patient anatomy to navigation, to fuse it to an intra-operative MRI at the day of surgery, and a trajectory was planned.during the procedure the surgeon:positioned the patient in a prone orientation in a non-brainlab head holder, and attached the reference array for navigation to the head holder.acquired an intra-operative MRI scan of the patient's region of interest (head), fused it to the pre-operative CT scan, verified and accepted the fusion result.performed the patient registration on the pre-op CT by acquiring surface matching registration points with the softouch registration pointer on the patient head's skin, to match the display of the navigation to the current patient anatomy.verified the registration to navigation, and accepted the accuracy to proceed.draped the patient and exchanged the navigation reference array to a sterile one.created a burr hole (craniotomy) of 3.4mm, by drilling through a guide tube placed inside the navigated varioguide aligned to the planned trajectory.took a biopsy sample following the planned trajectory and target with a navigated biopsy needle through the varioguide.when the sample pulled back was clear fluid, determined it to be csf and that the biopsy sample was not taken from the intended/planned target point.acquired another intra-operative MRI scan, fused it with the existing datasets and observed with this new MRI scan that the path of the biopsy taken had deviated shifted by ca. 7mm superior from the planned/intended trajectory.re-reviewed the original fusion between the CT and first MRI scan, and found a corresponding deviation of the fusion.decided to acquire a further intra-operative MRI scan to use it for a new surface matching registration, and undraped the patient.on the latest intra-operative MRI, performed a new patient registration by again acquiring surface matching registration points with the softouch registration pointer on the patient head's skin, to match the display of the navigation to the current patient anatomy, verified and accepted the accuracy to proceed.repeated the same navigated method as before for a new biopsy attempt to the planned trajectory, including creating a new burr hole at the actual entry point as was planned.the biopsy taken from the newly aligned trajectory with navigation was successful, pathology confirmed a diagnostic tumor tissue sample as was intended.with this confirming the applied trajectory to be correct, continued to place the laser fiber following the successful biopsy's path, and performed the laser ablation of the tumor as was planned.completed the surgery successful as intended and closed the patient.according to the surgeon (treating clinician):the deviation of the first biopsy target and path was detected by the surgeon when retrieving csf from the target, and with an intra-operative MRI before administering the thermal laser treatment in the brain - the biopsy path and target was corrected and successfully repeated with navigation at the very same surgery.the final outcome of this surgery was successful as intended, with the desired pathological tumor biopsy sample retrieved, and with the laser placement following the same path and the ablation of the tumor being successful as intended.there was no harm or negative effect to the patient due to the deviating first biopsy or the additional burr hole, also not due to surgery/anesthesia prolong of ca. 5hrs.there were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a biopsy was performed in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon (treating clinician): the deviation of the first biopsy target and path was detected by the surgeon when retrieving csf from the target, and with an intra-operative MRI before administering the thermal laser treatment in the brain - the biopsy path and target was corrected and successfully repeated with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the desired pathological tumor biopsy sample retrieved, and with the laser placement following the same path and the ablation of the tumor being successful as intended. There was no harm or negative effect to the patient due to the deviating first biopsy or the additional burr hole, also not due to surgery/anesthesia prolong of ca. 5hrs. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the initial burr hole and biopsy path/target in the brain performed with the aid of navigation deviating by ca. 7mm superiorly shifted, is: a correspondingly deviating image fusion in the biopsy's region of interest in between the pre-operative CT scan and the intra-operative MRI scan. The intra-operative MRI scan did not fulfill brainlab requirements and showed a poor/distorted image quality (for e.g. Contained artificially bright and dark areas) caused by the non-brainlab scanner, probably due to issues with the scanner's coil or its size, causing the automatic fusion to be not accurate as desired in the region of interest. The deviation of the image fusion led to the deviation of the instrument locations displayed by the navigation, since the patient's anatomy was registered to navigation using the CT scan, and the biopsy was navigated using the MRI scan. Apparently, despite reviewed, the amount of the deviation of the image fusion in the region of interest was not detected by the user with the necessary image fusion review. Additionally, also the resulting deviation in the navigation display was apparently not recognized by the user with the required thorough verification of the navigation accuracy after registration, after draping and throughout the procedure before applying significant invasive surgical actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.